Manufacturer narrative:
Internal complaint number: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for evaluation. An investigation was conducted on 01/08/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood was observed on the heater wire. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The silicone insulation was observed to be intact, no visual defects were observed. The cold jaw was observed to be slightly bowed inward at the center of the hot jaw. No visual defects were observed on the hot jaw blood was on the transected c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. The silicon btt was observed to be intact. No other visual defects were observed. A mechanical evaluation was conducted. Air was inserted into the silicon balloon and the balloon inflated and remained inflated. There were no defects detected with the btt. Based on the returned condition of the device, the reported failures "peeled" and "inflation issue" was not confirmed, but was confirmed for the analyzed failures "break; c-ring cut¿ as well as "material twisted'bent", and ¿defective item; product damage".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic is cracked and the balloon deflated. No piece of the device fell off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic is cracked and the balloon deflated. No piece of the device fell off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.